Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "uncomfortable which began shortly after being implanted", "capsular contracture - baker grade unknown which was pretty severe" and "ruptures discovered during surgery". This is for the left record. The device was explanted.